Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency - urge incontinence. It was reported that trial patient stated that there is a lot of blood on their back under the tape. They also said they were feeling the stimulation more in the back of their leg than anywhere else. Trial started (B)(6) 2022. Additional information was received from the hcp. They stated the cause of the patient feeling the stimulation more in the back of their leg than anywhere else was unknown. They stated the patient had good results with the pne. They stated the leads were removed with no issues and the issue had been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 353101, serial# unknown, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.